Manufacturer narrative:
On 27-jul-2022, it became known that the initial report submitted on 18-oct-2021 had an incorrect date in section b4 (date of this report). B4 should have been submitted as 18-oct-2021, instead of 07-oct-2021.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv customer collected sample 1 from patient on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to the physician). Sample 1 -test 1 occurred on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv, which resulted in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to the physician). Sample 1 - retest-2 occurred on (B)(6) 2021, tested on xpert xpress sars-cov-2/flu/rsv, resulted in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to the physician). Sample-1 - retest-3, date unknown and pcr method unknown, resulted as flu negative (unknown if reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no known harm to patient.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv customer collected sample 1 from patient on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to the physician). Sample 1 -test 1 occurred on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv, which resulted in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to the physician). Sample 1 - retest-2 occurred on (B)(6) 2021, tested on xpert xpress sars-cov-2/flu/rsv, resulted in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to the physician). Sample-1 - retest-3, date unknown and pcr method unknown, resulted as flu negative (unknown if reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no known harm to patient. The root cause was determined to be contamination and/or carryover. There is no evidence of product malfunction and there was no reported harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv and the unavailability of that product lot to be returned to cepheid.